Manufacturer narrative:
The reported pump, medfusion, model 3500, v 3.0.6 was returned for investigation. The physical condition of the device was in poor condition, due to the top case was cracked. The reported problem of the check clutch / plunger lever error was duplicated and found to be the leadscrew bushing was missing due to the customer misassembling the pump. The device passed all functional and delivery tests. Repairs were done to correct the reported problem by installing missing leadscrew busing and replacing clutch half's left and right with leadscrew and spring as a preventative measure.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported by the user facility that a system alarm failure and check clutch plunger lever error occurred on the medfusion® 3500 syringe pump. There was no patient injury.